Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the adc blood glucose meter was reading lower than an hcp meter. It was reported that on (B)(6), an adc meter reading of 44 mg/dl was obtained and customer (a child) was given "two blocks of sugar" based on the meter result. The customer subsequently experienced a seizure and loss of consciousness and was taken to a hospital where a reading of 380 mg/dl was obtained on the hospital meter and customer was diagnosed with hyperglycemia and administered insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. As the strip lot associated with this case was past its expiry date of february 28, 2018 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported the adc blood glucose meter was reading lower than an hcp meter. It was reported that on (B)(6) an adc meter reading of 44 mg/dl was obtained and customer (a child) was given "two blocks of sugar" based on the meter result. The customer subsequently experienced a seizure and loss of consciousness and was taken to a hospital where a reading of 380 mg/dl was obtained on the hospital meter and customer was diagnosed with hyperglycemia and administered insulin. There was no report of death or permanent injury associated with this event.